Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. The fse found that the power switch was not working properly. To fix the issue, the fse replaced the power switch, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. The full event site name is (B)(6) medical center.

Event description:
It was reported when the cs300 intra-aortic balloon pump (iabp) was turned on, the monitor of the iabp was black. There was no patient involvement, and there was no adverse event reported.